Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later received in response to a request for follow-up clarified that the physician saw the alarm for the first time on (B)(6) 2020. It was thought that the pump would likely be replaced and returned, but no date was yet available.

Event description:
Additional information later received in response to a request for follow-up indicated that the hcp read the pump again on (B)(6) 2020 and the motor block alarm didn't appear, and everything seemed to be okay. It was also noted that the patient was doing well but was also taking oral medication. The hcp decided to not replace the pump for now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the pump was implanted at "about the end of 2015". The hcp could not remember the exact date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ml at 700 mcg/day) via an implantable pump for unknown indications for use. It was reported that a pump rotor block was detected. The doctor reported that the patient had a single episode of flare-up of spasticity on friday with sweating, and high blood pressure, then returned. The pump was read several times but even after an update the warning reappeared each time. It was not possible to read the notes because the manufacturer representative was not there but on the phone. It was stated that to date, the patient had no symptoms of underdosing (note this is conflicting with the report that the patient' had a, "flare-up of spasticity on friday with sweating and high blood pressure"). It was noted that the pump had an eri of 13 months. It was indicated that any environmental/external/patient factors that may have led or contributed to the issue were unknown. At the time of the report no surgical intervention had occurred and was not planned, but the issue remained unresolved with the patient status as alive without injury.